Manufacturer narrative:
No patient was involved with the event. Manufacturer's investigation conclusion: evaluation of the returned modular cable confirmed damage to the one of the pins of the inline connector; however, a specific cause for this finding could not be conclusively determined. Examination of the returned modular cable revealed no evidence of damage or discoloration to the outer jacket or bend reliefs. The controller connector pins were unremarkable. Examination of the inline connector revealed that one of the pins was bent. The observed damage prevented connection to the tester; therefore, electrical testing was not able to be performed. This issue was previously sent for manufacturing analysis. This analysis was unable to determine a conclusive root cause for bending of the inline connector pins. Additionally, the relevant sections of the device history records for modular cable lot number 6619967 were reviewed and showed no deviations from manufacturing or qa specifications. Although a root cause for the inline connector pins being bent could not be conclusively determined, (B)(4) was opened as a preventive measure to add an additional inspection step for bent pins. The heartmate 3 lvas IFU outlines the steps for connecting the pump and modular cables. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the modular cable had a broken/bent prong. No additional information was provided.